Manufacturer narrative:
Product event summary: the partial lead in segments was returned, analyzed, and no anomalies were found. The distal low voltage electrode of the lead was covered in body tissue/fibrotic growth. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead had high rising thresholds with exit block. The lead was removed and a new lead was implanted. It was further reported the during the rv lead extraction, the right atrial (ra) lead was dislodged. The ra lead was removed and a new lead was implanted. No patient complications have been reported as a result of this event.